Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/22/2020 h.6. Investigation conclusion: one hundred and five mz1000 samples from lot 19075954 were received for investigation in sealed packaging. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the samples did not identify signs of damage or manufacturing defects which could have contributed to the customer experience. Ten samples were subjected to functional testing by flushing them with a 50ml bd plastipak syringe from stock; no occlusion or flow restriction was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075954 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported occlusion. Please note that previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. As the connecting product in use at the time of the reported occlusion was not available for investigation, it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months. H3 other text : see section h.10.

Event description:
It was reported that 200 maxzero needleless connectors were clogged/blocked/occluded. The following information was provided by the initial reporter: not able to flush or draw back when connected to lines bd needless connectors have been removed form shelf due to fault, not able to flush or draw back when connected to lines. Update with further info - it was noticed during use and there were 2 different batches. We tested both batches and the one with the below lot number were found to be faulty. Not able to draw back or flush the PICC. Bd needless connectors have been removed form shelf due to fault, not able to flush or draw back when connected to lines. Ref mz1000 lot 19075954 expiry date 13/07/22

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 maxzero needleless connectors were clogged/blocked/occluded. The following information was provided by the initial reporter: not able to flush or draw back when connected to lines bd needless connectors have been removed form shelf due to fault, not able to flush or draw back when connected to lines. Update with further info - it was noticed during use and there were 2 different batches. We tested both batches and the one with the below lot number were found to be faulty. Not able to draw back or flush the PICC. Bd needless connectors have been removed form shelf due to fault, not able to flush or draw back when connected to lines. Ref mz1000. Lot 19075954. Expiry date 13/07/22.